Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. No adverse patient effects were reported. This device remains in service. Additional information received reported that this ICD system continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. This ICD system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the ICD was explanted and replaced for normal battery depletion (nbd), and the rv lead was explanted and replaced at the same procedure due to known out-of-range shock impedance measurements. No additional adverse patient effects were reported. The ICD and rv lead were returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. No adverse patient effects were reported. This device remains in service. Additional information received reported that this ICD system continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. This ICD system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements. No adverse patient effects were reported. This device remains in service. Additional information received reported that this ICD system continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. This ICD system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.